Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in the report which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On an unknown date the patient in (B)(6) underwent percutaneous endoscopic gastrojejunostomy (peg/j) placement. It was reported that the peg/j placement was difficult, patient had lot of pain and experienced pneumoperitoneum. The patient is on unknown antibiotic treatment. On (B)(6) 2016, the stomach complaints were reducing, discharge date was planned to be (B)(6) 2016.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Pneumoperitoneum is a known hazard associated with gastrostomy placement procedure. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Subsequent to the submission of the previous medwatch report, it was noted that date received by MFR was inadvertently omitted in the initial medwatch report. Corrected data can be found in date received by MFR.